Event description:
It was reported following a generator "lead issue". The patient underwent a lead revision procedure on (B)(6) 2012. At the time of the replacement it was indicated that the patient had a lead discontinuity. The lead and generator have been returned for analysis and analysis has since been completed. During analysis of the generator, it was found that the nearing end-of-service indictor (neos) was set to yes. Results of bench interrogation/diagnostic testing indicated the device was operating properly with neos yes. The battery voltage value stored within the pulse generator suggests an neos partially depleted battery condition. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications, except for a capacitor (c4) out of specification, which is not expected to have an adverse effect on battery longevity. Review of the as-received source code for this generator revealed that the generator recorded a greater than 25% change in impedance on (B)(6) 2012. At that time the impedance changed from 2275 ohms to >10,000 ohms. Analysis on the lead was also completed. During the visual analysis of the returned lead portion the quadfilar coil appeared to be broken approximately 2 mm from the end of the electrode bifurcation. Scanning electron microscopy was performed on and identified the area as being mechanically damaged which prevented identification of the coil fracture type with pitting. One of the coil strands was identified as having evidence of a stress induced fracture with mechanical damage and fine pitting. Determination could not conclusively be made on the fracture mechanism. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Note that since the electrodes were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Attempts for additional information have been unsuccessful to date. However, a review of programming history available in house revealed that a greater that 25% change in impedance occurred on (B)(6) 2012. On this date, the impedance value changed from 2275 ohms to >10,000 ohms.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.